Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that 2 signal artifact monitoring (sam) events were stored on this pacemaker, resulting in the minute ventilation (mv) feature being disabled. This was due to noise that had the appearance of electromagnetic interference (emi). Right atrial (ra) pace impedance measurements of greater than 3,000 ohms were also observed. The health care professional (hcp) noted this patient was having a shunt placed during the time of the sam events. Technical services (ts) recommended testing to the hcp, for possible reproducible out of range ra pace impedance measurements. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that 2 signal artifact monitoring (sam) events were stored on this pacemaker, resulting in the minute ventilation (mv) feature being disabled. This was due to noise that had the appearance of electromagnetic interference (emi). Right atrial (ra) pace impedance measurements of greater than 3,000 ohms were also observed. The health care professional (hcp) noted this patient was having a shunt placed during the time of the sam events. Technical services (ts) recommended testing to the hcp, for possible reproducible out of range ra pace impedance measurements. This pacemaker remains in service. No adverse patient effects were reported.